Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the insulin pump had a crack on the screen. The insulin pump alarmed button error alarm. The buttons were hard to press. Customer's blood glucose level was not reported. The device was not returned.